Event description:
It was reported that during a da vinci s hysterectomy procedure, the arcing from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed was observed. The mcs instrument was immediately removed and examination of the tip cover accessory by the surgical staff found that the tip cover had a hole. The planned surgical procedure was completed with a replacement tip cover accessory. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, the isi clinical sales representative indicated that he also examined the tip cover accessory and the tip cover had a hole located in the gray portion of the tip cover below the silicon portion of the tip cover. On (B)(4) 2012, isi contacted rn (B)(6) and she indicated that it was noted that during the surgical procedure, the monopolar curved scissors had made contact with a suction probe installed in an assistant port. (B)(6) indicated that the electrical surgical unit (esu) used during the procedure was a valley lab force fx, however, she does not recall what the esu settings/mode were at the time of the procedure. (B)(6) indicated that a video recording of the surgical procedure is not available for review by intuitive surgical and the mcs tip cover accessory was discarded. (B)(6) indicated that no patient harm, adverse outcome, or injury occurred.